Event description:
The affiliate reported: customer reported: there was an issue with the "small piece attached to the bolt where you feed the wire through. The neurosurgeon could not pass the wire. Unfortunately they disposed the device overnight. The second kit they opened they had the same issue. Apparently the physician had to "grind the inner white piece of the bolt to advance the wire".

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device, it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Device not returned.

Manufacturer narrative:
It was not possible to investigate the complaint as no samples were returned for evaluation. If the samples are returned in the future, this complaint will be re-opened and evaluated. Review of the history device records confirmed the device product code 82-6638, with lot number cnfclv, conformed to the specifications when released to stock on the 1st june 2012.no root cause could be determined since no samples were returned for evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.